Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date (h4). Updated fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: bad printed circuit board led to no image. White residue was found in the auxiliary channel. However, the identity of the foreign material and a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope displayed no image and had white residue in the auxiliary channel. There was no patient involvement.